Event description:
I was told by dexcom that they would be phasing out the g6 blood monitoring sensor and I would have to switch to the g7. I had very few problems with the g6. Now with the g7 I am having constant sensor failures. Dexcom should not phase out the g6 till they fix the problems with the g7. I understand many people are having issues with the g7.